Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum hemostasis introducer sheath instruction for use (IFU) cautions that individual patient anatomy and physician technique may require procedural variations.

Event description:
A (B)(6) female patient, presented with crest syndrome and severe aortic stenosis. A 19f ultimum introducer was used to deliver a 27mm portico transfemoral valve. Right femoral access was obtained but the sheath required additional force to advance fully forward into the patient. The sheath was studied under fluoroscopy and appeared to be structurally intact while it was being inserted over the guidewire into the vessel. The valve was successfully deployed. The delivery system was removed from the sheath without issue. Due to the previous insertion issues with the introducer sheath, left femoral access was obtained in order to insert a coda balloon across the iliac-aorta junction to occlude the right iliac artery for controlled removal of the sheath in the right femoral artery and assess any need for vascular repair. The distal tip of the ultimum sheath was near the iliac-aorta junction, and an attempt was made to pull it down to make space in the right iliac for the coda balloon. Upon pulling the sheath back, it was noted on fluoroscopy that the right iliac-aorta junction had ruptured and the pressure waveform on the transducer attached to the ultimum sheath was lost. The patient then required emergent vascular surgery to insert aortic-iliac grafts and perform femoral-femoral bypass surgery to repair aorta/iliac vasculature. This vascular surgery was successful, and the patient was transferred to the ICU and is recovering in stable condition from the repair to the iliac and aortic vessels. The valve implantation was unaffected by the vascular complication and the portico valve was still in optimal location and functioning appropriately. The physician reported the event was not a result of a problem with the ultimum sheath, and stated a more recent CT of the vessel diameters was needed as well as additional consideration of the effects of the crest syndrome when planning the access point.

Manufacturer narrative:
Corrected information: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. The correct MFR number is 3005334138.